Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/26/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2016. The skin reaction was described as a contact dermatitis/rash. On (B)(6) 2016, the patient was diagnosed with dermatitis due to the adhesive and was told to contact dexcom. The patient was prescribed fluocinonide cream, which was applied for treatment after the sensor was removed. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined